Event description:
It was reported that in (B)(6) 2012, the catheter had a split and patient underwent a revision. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter. (B)(4).